Manufacturer narrative:
Batch review performed on 16 september 2020: lot 1902413: (B)(4) items manufactured and released on 10-july-2019. Expiration date: 2024-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 16 september 2020: gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot. 1903262. Lot 1903262: (B)(4) items manufactured and released on 25-june-2019. Expiration date: 2024-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 1902701. Lot 1902701: (B)(4) items manufactured and released on 10-jul-2019. Expiration date: 2024-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Knee revision surgery 11 months after primary. Before the revision surgery the bacteriological tests were positive to ((B)(6)). The surgeon revised successfully the knee femur and tibial implants.